Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, after the procedure, the nurse pulled the snare out from the working channel and she noticed that the sheath was detached from the handle. The catheter was separated about 10cm from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the flare detached. The device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the device flare is detached. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the nurse pulled the snare out from the working channel and she noticed that the sheath was detached from the handle. The catheter was separated about 10cm from the handle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.